Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when trying to implant, the doctor saw the plastic cap came off. There was no patient injury.